Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address groin pain. There were no signs of wear, debris, or diseased tissue. Update ad (B)(6) 2018 com-021668 is reopened under pc-000234451 due to receipt of ppf and sticker sheet received. In addition to what was previously reported, ppf alleges elevated metal ions. The doi, hospital, lawyer, and law firm have been updated. An ip for the stem is added due to the alleged elevated metal ions. Doi: mar 25, 2009; dor: aug 23, 2018; left hip.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.